Event description:
Consumer used multi-purpose solution and within 2 hours experienced blurry vision and red, burning eyes. Consumer visited ophthalmologist and was diagnosed with corneal edema and treated with zylet. Later that evening consumer felt pain in her eye and visited emergency room where she was diagnosed and treated for a corneal abrasion. The consumer followed up with the initial ophthalmologist the next day with complaints of pain and discomfort. Upon examination the ophthalmologist observed swelling of the right eyelid defect along with corneal staining. Corneal edema was also noted in left eye and superficial punctate keratitis. The ophthalmologist referred the consumer to a corneal specialist the same day. Per the consumer, the corneal specialist the same day. Per the consumer, the corneal specialist informed her that it could be shingles of the eye. A f/u was made to the consumer who confirmed her condition resolved with treatment. We are awaiting medical documentation from the emergency room and corneal specialist for this event.

Manufacturer narrative:
Lenses were returned and evaluated. The results of the evaluation revealed deposition on the lenses due to customer use. Based on all info, no casual factors can be determined and no conclusion can be drawn.